Event description:
It was reported: a repair tech working for the homecare provider was working on an h46 liquid oxygen reservoir device. The device contained liquid oxygen at the time. The tech depressed the poppet of the liquid oxygen fill connector with his thumb. Liquid oxygen was released from the unit. The tech was treated topically for a thermal injury to his thumb.

Manufacturer narrative:
The device has been returned and is undergoing eval. Based on the available info, the injury was caused by the user depressing the poppet of the liquid oxygen fill connector and releasing liquid oxygen. The technical manual warns: "personal injury can occur from the uncontrolled release of pressurized gaseous and liquid oxygen. Empty liquid oxygen contents and vent system pressure before servicing." Product user manual warns: "extreme cold hazard. Do not press or disturb the plastic poppet in the center of the fill connector on the reservoir. This will cause a release of liquid oxygen from the fill connector." Additionally, "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue."